Manufacturer narrative:
Unknown date. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part number: 04.038.295s, lot number: h691167. Part manufacturing date: 08 august 2018, manufacturing site: (B)(4). Part expiration date: 01 august 2028. Nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h691167 of tfna helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformance's noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h611883 met all specifications with no issues documented that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient visited the hospital and reported pain. The patient had difficulty in walking. X-rays were taken, and it was observed that cut out had occurred. Originally, the patient underwent open reduction internal fixation with trochanteric femoral nail-advanced (tfna) extra short system, on (B)(6) 2019, due to femoral trochanteric fracture. After the surgery, follow-up observation was performed every month. And, on an unknown date after the golden week, the patient visited the hospital and reported pain. The treatment plan is re-operation to replace the implants to an artificial bone head. The date of the re-operation has not determined yet. The surgeon commented that the patient had serious osteoporosis which might have caused the event. Currently, the patient is visiting the hospital on a regular basis. Concomitant device reported: unknown locking screw (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) tfna helical blade 95 mm. This is report 1 of 2 for: (B)(4).